Event description:
This is a case report received through baxter (B)(6) on (B)(6) 2012 from a homechoice patient (hp). While calling regarding an unrelated issue the hp stated that they just arrived home from the hospital where she had been admitted for peritonitis. Additional follow up information was received from the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp had been diagnosed with peritonitis on (B)(6) 2012. The hp was hospitalized on (B)(6) 2012 for the peritonitis event. The hp was treated with vancomycin (2.5gram, once a week) and gentamycin (80mg x1 followed by 45mg each day x 2 days). The hp was discharged from the hospital on (B)(6) 2012. The cause of this peritonitis event was unknown. The hp is recovering from this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.